Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "3 key stuck" which was reproduced when the keys in rows four and five were found to be inoperable and when any of the remaining keys were pressed an automatic output of the number 3 key would occur. It was determined a failed keypad was the cause and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "3 key stuck". There was no known patient injury or medical intervention associated with this event. No additional information is available.